Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: this device did not meet the expected longevity and the battery as the root cause has been ruled out. The exact cause of this condition is unknown at this time. Concomitant products: 5076 implantable pacing lead, implant date: 2010-(B)(6). (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.